Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. After multiple attempts to position the lead for left bundle branch pacing, it was not possible to pace through the lead in either bipolar or unipolar configurations. Both the atrial and ventricular clips were tested, as well as a new set of testing cables, and there was no capture, even at high outputs. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned for analysis.